Manufacturer narrative:
Received software (B)(4). No error on error log. Replaced iui and keypad for corroded cause failed pm checked , no fault found for error 133.6090 on logic board install power cord and retainer cord for missing. Replaced 3 years old batt wear out. Tested run-in ok. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode.

Event description:
(B)(4).